Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported an 80-year-old female was implanted with impella cp for mechanical circulatory support. It was reported that the patient's pedal pulses were difficult to obtain. Actions taken to resolve the ischemia is unknown. Additionally, it was also reported that the patient had a hematoma. The hematoma was expressed. Heparin was reduced and then stopped due to bleeding from the impella site and gi bleeding. The patient received two packed red blood cells, related to the impella implantation. The purge solution was changed to sodium bicarbonate. During explant of the impella cp, the perclose failed and there was damage to the artery. The patient was taken to the operating room for surgical repair.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.